Manufacturer narrative:
(B)(4). Unknown liner, unknown shell, unknown head. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001825034-2017-03194 0001825034-2017-03195, 0001825034-2017-03196.

Event description:
It was reported that a patient is being considered for a revision surgery on an unknown date for an unknown reason. No revision procedure has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. Head and liner was exchanged and the stem was not related.